Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of a product were discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that multiple lots of product were found with sealing issues. The actual devices are available for evaluation. The manufacturing lot numbers were provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
Product was returned and evaluated. Pictures and lot numbers were also provided for the investigation. After the investigation, it was determined that the product shifted in its pouch prior to being sealed, and the product interfered with the proper sealing of the packaging causing a sterility breach. The root cause was manufacturing error. No corrections are necessary at this time, however aspen will continue to monitor feedback for trends to continually improve processes. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of a product were discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).